Event description:
The hospital reported that during an endoscopic vein harvesting procedure, toward the end of the harvesting, the insulation on the bisector let loose. The same unit was used to complete the procedure. It is unknown if the product will be returned to maquet cardiovascular.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).